Event description:
Healthcare professional (hcp) reports five incidents of blood leak with the psn 210 dialyzer. Incidents occurred in 3/01. All of the incidents occurred during the pts' treatments and were noted on leak alarms. All blood leaks were verified with positive hemastix. Hcp stated that the blood leak in the last incident was also visually seen in dialysate. Blood was not returned to any of the pts, with an estimated blood loss of 250cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.